Event description:
It was reported that an unspecified app issue occurred. On (B)(6) 2024 the patient was sleeping and woke up disoriented. He then had a seizure which resulted in bruises to his arms, legs, and head after the seizure. At the time of the event it was unclear and unable to be determined if there was signal loss, sensor error, or no alert. After an unspecified time after the seizure the patient checked the app and it was ¿glitchy.¿ no error message was on the screen, and the ios phone software version the patient had been using was 17.3.7. The cgm showed low. Although the exact bg finger stick value was unspecified, the patient indicated the value was low so he drank orange juice to stabilize his bg level. He did not call an ambulance or seek medical intervention, and he recovered at home. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.